Manufacturer narrative:
(B)(4). The lot was manufactured from 12/14/2014 to 12/18/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge was found to have dry iodine. This was found before use. There was no patient involvement. No additional information available. This is report 2 of 12.